Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after unpacking a 3.0x38 rx xience xpedition stent delivery system (sds), the physician was unable to see the stent and did not note that the stent had dislodged from the balloon, as it was assumed that the stent color/design had changed to another color. The sds was subsequently advanced to treat an unspecified coronary artery, however, it was noted under fluoroscopy that the stent was also not visualized on the balloon. The stent was discovered to have dislodged on the stylet during unpacking. Reportedly, no difficulty was encountered during removal of the device from its dispenser hoop and during removal of the protective sheath from the stent. The rx xience xpedition sds was withdrawn from the anatomy. Another xience xpedition sds was used to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.